Event description:
It was reported the collimator field was out of specification by more than 3 millimeters. Therefore the field light which is used to set up patients, does not coinside exactly with the radiation field.